Event description:
It was reported that the patient¿s blood glucose level rose to above 400 mg/dl while wearing the pod on their arm between 4 and 24 hours. The patient reported they received a message or alarm on their omnipod app but did not provide the message or alarm details. The patient removed the pod and the cannula appeared normal. As treatment a new pod was applied. The device evaluation found a damaged cannula.

Manufacturer narrative:
The device was received for evaluation fully deployed. There were no timeouts, drive stalls, or hazard alarms observed that would indicate there was a struggle to deliver insulin. The patient history buffer (phb) data showed that the automated glucose control (agc) algorithm appropriately adapted to changes in estimated glucose values (egv) and user inputs. During investigation, the exposed portion of the soft cannula was observed to be damaged. The exact timing and cause of this damage could not be determined; therefore, it could not be determined if this damage contributed to the reported event of not sure delivering insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.